Event description:
It was reported by the customer that, "a tear from a tube attached to the huber needle. While a patient was receiving blinatumomab by a cadd pump, the tubing that was attached to the huber needle either tore off or detached. The patient had reported the tubing between the implanted port needle and the pump came off. It was found that the tubing attached to the huber needle was torn at the point directly above where the clave would have been attached". Additional info received on (B)(6)23: customer reported that the event did not involve or result in any life threatening harm or significantly delay treatment. The patient had no adverse outcome. The medication that was being infused was blinatumomab.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.